Manufacturer narrative:
The pump had no button response due to corroded keypad traces. There was no frozen screen noted. The displacements, basic occlusion, occlusion, prime and excessive no delivery test, were unable to be performed due to unresponsive button. The pump was received with minor scratched display window, broken reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call of issued with button response on their insulin pump. The customer's blood glucose level at the time of incident was over 315mg/dl. The customer states the act button is unresponsive, and the device does not always go to the desired menu option. The customer also states having high blood glucose levels. The customer states their blood glucose at the time was over 500mg/dl. The customer states they conducted a set change and their levels came down. The customer was advised the pump would be replaced and returned for analysis.